Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the station was stuck on a black screen and asked for a password. The technical support specialist (tss) dialed into the station, configured the station configuration utility to auto-login using carefusion application, and ensure the med application was launched successfully, which resolved the issue. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was stuck on black screen and asking for password. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.